Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reby0838 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during the insertion procedure, the "introducer wire disappeared into dilator then into the tissue/vessel during placement." Ir removed the wire. A new device was placed. No patient injury reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the guidewire disappeared into the dilator and then into the tissue/vessel during placement was inconclusive due to the condition of the sample. The products returned for investigation were a 4.5fr microintroducer, one guidewire, and a guidewire hoop. The guidewire was kinked 2.4cm and 3.2cm from the proximal end of the wire. A knot was observed in the distal coiled end of the guidewire. Dislocations were observed in a 1.5cm segment of coil wire just proximal to the knot. The knot may have occurred during the reported event. It is possible that the guidewire migrated through the dilator, but the conditions under which the event occurred could not be replicated. One of the precautions in the product IFU states, ¿keep sufficient guidewire length exposed at hub to allow for proper handling. A non-controlled guidewire can lead to wire embolism.¿ based on the event description and the condition of the returned sample, the event may have occurred during use, but no manufacturing defect was observed in the returned sample that would have contributed to the reported embolism. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of reby0838 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during the insertion procedure, the "introducer wire disappeared into dilator then into the tissue/vessel during placement." Ir removed the wire. A new device was placed. No patient injury reported.